Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 b5 d6a d6b h6.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior leak test and microscopic analysis was performed which identified: striated opening on anterior, sharp opening on diaphragm valve (valve bond edge), crease flat and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. A sharp opening on diaphragm valve (valve bond edge) assessed as an unidentified (tear) opening.